Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1688tc lead; implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high left ventricular (lv) lead thresholds led to an increased drain on the cardiac resynchronization therapy defibrillator (crt-d) battery. The crt-d was explanted and replaced. The lv lead remain in use. No patient complications have been reported as a result of this event.